Event description:
The customer reported that the device was used for a total abdominal hysterectomy. In the beginning of the procedure no activation was available for the device even by turning the foot switch on. The customer reported no patient harm and nothing fell into the patient cavity. Visual inspection found one broken snap pin on the electrode jaw.

Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.